Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that their customer's device had all three icons (service wrench, charge-pak and attention) in the readiness display. The three icons showing in the readiness display indicate that the device may not be able to provide sufficient defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be due to a failure of an integrated circuit chip, designator u2 from the digital pcb assembly.